Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported that thrombus was found after the procedure was completed. The physician noticed it when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body. There were no issues of temperature, resistance, or irrigation. Ablation time exceed 60 or 120 seconds. Total ablation time for this procedure was about 600 seconds. The average contact force value did not exceed 25g or 40g. Irrigation settings were within the specified limits with pre 2 sec, post 5 sec. Power setting was 35w. The thrombus attached to the distal electrode. The physician assessed the event as non-serious. The methods of contact force used were dashboard and vector. Visitag color settings included tag index. Additional visitag filters in force over time (fot). There were no abnormalities observed prior to or during use of the product. Per physician, thrombus may have adhered to the catheter during the process due to the number of ablations.

Manufacturer narrative:
On 12-jul-2023, additional information was received indicating the generator was in power control mode and 35w with the correct catheter settings selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc for evaluation and the evaluation has been completed. A visual inspection, cool flow pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and thrombus/clot attached on the electrode of the device's tip was observed. The temperature test was performed, and no issues were observed. A cool flow pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).